Manufacturer narrative:
Product event summary: analysis found that the device failed telemetry testing due to the cable being out of specification. It was also noted that the label was delaminated. Product ID 2090w programmer; product ID 229047 analyzer.

Event description:
It was reported the programmer has a long boot up time and it continually reboots. The programmer and radiofrequency head were returned for repair. Both products were analyzed and tested out of specification. No patient complications were reported as a result of this event.